Manufacturer narrative:
The reported events of high pacing impedance and no capture were not confirmed. As received, a complete was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was retracted and clogged with tissue. X-ray analysis of the lead found the inner coil was over-torqued consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16571. It was reported that following the right ventricular lead re-positioning procedure, the incisions were closed. A device check revealed that there was no ventricular capture, and the pacing impedance exceeded the upper limit. An x-ray of the lead was performed and noted no abnormalities within the connections between the device header and lead. The physician decided to extract and replace the lead, which was noted to be clogged with tissue. The patient's condition was stable.